Event description:
A report was received that the patient recently had a pocket revision (MFR report #: 3006630150-2014-01537) but was still experiencing irritation, burning sensation and rashes over the pocket site. The physician checked for infection but it came out negative. The physician did not perform an allergy test but strongly believed that the patient was not compatible for any implant based on the patient¿s history. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. Model #: sc-3138-25, serial/lot #: (B)(4), description: scs phiii ext 25cm. Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.